Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. Upon inspection it was found that the latch was broken. During evaluation the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported heart rate is erratic, will not stabilize. No patient impact or consequences reported.